Manufacturer narrative:
The report of elevations in pump power and estimated flow were confirmed via the submitted log file. The submitted system controller log file contained approximately 22 days of data. Multiple elevations in power and estimated flow were captured throughout the log file and powers greater than 10w were logged on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. These elevations were unsustained, as the pump parameters returned to the baseline range following the spikes. A specific cause for the change in pump parameters cannot be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 6 years and 5 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the customer observed elevated flows and powers upon device interrogation. In addition, it was observed that the lab values provided by the customer revealed lactate dehydrogenase (ldh) level higher than baseline. The patient was reported to have unspecified symptoms. The manufacturer¿s technical services representative reviewed the submitted log files and observed a few unsustained power/flow elevations. Additional information was requested but not provided.